Event description:
It was reported that the right ventricular lead has had a rise in capture threshold since one month post implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.